Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead exhibited episodes of noise. The atrial lead was capped and replaced on (B)(6) 2023. The patient experienced no consequences.